Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 17 day post-operative exam. The brief description from the account indicated the surgeon saw patient for increase light sensitivity and the ocular heath was within normal limits (wnl) on both eyes. The patient¿s chief complaint was that there was light sensitivity even when wearing sunglasses. Topical steroid dosage was increased to treat symptoms.